Event description:
A surgeon reported two cases of toxic anterior segment syndrome (tass) after cataract intraocular lens implant procedures. The surgeon is unsure of the cause of the incidences of tass. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) review not possible. A sample was not returned for investigation. (B)(4).